Manufacturer narrative:
The pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. There was no prime anomaly or error alarm noted during testing. The pump was received with scratches on display window and cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump and low blood glucose levels. It was reported that the customer's blood glucose level was between 25mg/dl and 30mg/dl. It was reported that the customer acknowledged leaks, air bubbles, settings, illness, and medicine from infusion set and reservoir. It was reported the customer did not trust the pump. No further information provided.